Event description:
A beckman coulter field service engineer (fse) reported noticing erratic results generated from the manual mode of the lh 500 hematology analyzer. The customer confirmed that no erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer stated that the instrument generated voteouts (non-numerical result) in manual mode which alerted the customer to the instrument issue.

Manufacturer narrative:
The beckman coulter field service engineer (fse) replaced the blood sampling valve (bsv) and associated actuator to resolve the erratic results which were generated in manual mode. The fse verified the repair as per established procedures and results met published specifications. (B)(4).